Manufacturer narrative:
In the previous report it was stated that the patient had multiple admissions for epistaxis. The other admissions were reported under MFR #'s 2916596-2019-06002 and 2916596-2019-06003. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii lvas, could not conclusively be determined through this evaluation. It was reported that the patient had multiple admissions for epistaxis. The patient was admitted from (B)(6) 2019 through (B)(6) 2019. The patient's inr was 2.7 with hemoglobin of 7.2. The patient was treated with 1 unit of packed red blood cells. It was reported there were no issues since (B)(6) 2019. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for epistaxis on (B)(6) 2019. Patient's inr was 2.7 and patient hemoglobin was 7.2. Patient was treated with one unit of pack red blood cells. Patient was discharged on (B)(6) 2019. No further information was provided.